Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 4: reference MFR. Report: 1627487-2016-04789, 1627487-2016-04791 and 1627487-2016-04792. The manufacturer is unable to determine which lead was explanted hence all leads are reported. It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention where the right occipital pns wide spaced lead was removed and replaced due to multiple high impedances. The patient is now receiving effective stimulation.